Event description:
The asp field service engineer reported an oil mist coming from the customer's unit during an inspection. The customer denied any reports of physical symptoms related to the mist. The asp field service engineer repaired the unit.